Manufacturer narrative:
(B)(4). Batch # p91e36. Investigation summary: the device was received in good physical condition, with no apparent damage. The device was received with jaws open with some fluid and tissue build up. The device was functionally tested and we were able to open and close the jaws using the closure lever. The force to open and close was not difficult when tested. The device was able to fully remain latched when the closure lever was closed and then unlatched when the closure lever was opened. The device being difficult to open was not able to be confirmed during testing. This report is not intended to deny that you experienced a problem with the device. A possible cause that the jaws would not open could be tissue buildup on the jaw electrode surface during extended use of the device. Cleaning the instrument per the instructions for use would reduce tissue sticking that may lead to the device being difficult to open. The device was also tested on the generator and passed all functional testing. The energy output delivered from the device was verified. During functional testing both the activation and end tone was heard (activation tone when the energy button was depressed and end tone when impedance level was reached). No alert screens were displayed during testing. There were no anomalies noted with the functionality of the device. During investigation of the device it was confirmed that a "reposition and reactivate" error messages were encountered during the procedure, however, we were unable to duplicate these during the investigation. The ¿reposition jaws and reactive¿ alert screen is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The ¿replace instrument¿ alert screen is displayed after receiving two consecutive alert screens and is advising of a potential issue with the instrument. Lot/batch number was updated on impacted product page, status of file was returned to review complete.

Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a vaginal hysterectomy the error message reposition the jaws on tissue displayed. The jaws would also stick closed and the surgeon had to pry the jaws open. The procedure was completed with an alternate unlike device with no patient consequences reported.